Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. Mfg date: the ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the mixer. A leak from near the pressure resistant hose connection on the rear side was confirmed. At the start of use, the reading was around 50% for the setting of 52%. It did not seem to leak.

Event description:
It was reported that during use the ventilator mixer generated an abnormal noise and the oxygen level deviated greatly from the setting. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.